Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: 9036908 was reported, however, this is not a lot# manufactured for this product. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ pen needle broke and insulin leaked. The following information was provided by the initial reporter: "consumer reported found 1 pen needle to possible break off in site. Completed the injection remove pen away from site, humalog ran down site and needle not there."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ pen needle broke and insulin leaked. The following information was provided by the initial reporter: "consumer reported found 1 pen needle to possible break off in site. Completed the injection remove pen away from site, humalog ran down site and needle not there."